Manufacturer narrative:
E1: customer street = (B)(6) / postal code = (B)(6). E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a balloon leakage was found on a bakri tamponade balloon catheter. The patient had an estimated blood loss of approximately 600ml post vaginal delivery. The doctor placed the device into the uterus, vaginally, with endodontic oval forceps and clamped the balloon 'root'. The user injected 300ml saline but found the saling flowed out vaginally. The user then removed the balloon and found the balloon was leaking. The procedure was completed using another new device. The patient lost an additional 200ml of blood after the device malfunction. The total estimated blood loss was 800ml. The patient was hemodynamically stable and no blood transfusions were required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported that a balloon leakage was found on a bakri tamponade balloon catheter. The patient had an estimated blood loss of approximately 600ml post vaginal delivery. The doctor placed the device into the uterus, vaginally, with endodontic oval forceps and clamped the balloon 'root'. The user injected 300ml saline but found the saline flowed out vaginally. The user then removed the balloon and found the balloon was leaking. The procedure was completed using another new device. The patient lost an additional 200ml of blood after the device malfunction. The total estimated blood loss was 800ml. The patient was hemodynamically stable and no blood transfusions were required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. The device was returned to cook for investigation. The balloon was leak tested, and a pinhole leak was observed in the balloon material. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state on how to supply, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded the most likely cause of the reported event could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.